Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow-up, interrogation noted an alert for lower out of range pacing lead impedance. The lead test fine electrically and no other anomalies were seen on the lead. The physician will address the lead when the patient has the generator changed out. No further information is available.